Manufacturer narrative:
(B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2020, a customer from the us called mallinckrodt to report a delivery failure alarm for inomax dsir plus (B)(4). The device was in use on a patient, however no patient harm was reported. During a routine service log review on 21-may-2020, a mallinckrodt employee discovered that a delivery failure had occurred due to ipl failure. This service log finding meets the criteria of a reportable malfunction.